Manufacturer narrative:
A getinge field service engineer (fse) confirmed customer complained that the low-level connector had been pulled loose. Fse inspected the unit and did find the connector with pcb pins attached still connected to the cable. The connector release tab had not been used and the connector was pulled out by the user. Fse replaced the front end board (d670-00-1164) and updated software to b.17. Then completed calibrations, performance and safety tests with no issues. Fse approved the unit for clinical use and returned to the department. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) broken pressure data port. There was no patient involvement.